Event description:
The customer reported that during a laparoscopic oophorectomy and salpingectomy procedure, the device would not re-open while applied to tissue. The surgeon forcibly released the device from the tissue, which caused tissue damage and bleeding of less than 200cc. An electrosurgical knife was used to arrest the bleeding, and a new device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.